Manufacturer narrative:
Cine image review: the returned cine image confirms the patient lesion morphology as reported by the account. The proximal lm lesion shows high levels of stenosis. No images were provided showing the attempted delivery or the reported deformation of the resolute integrity device. The stent deformation cannot be confirmed based on the returned images.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and non tortuous proximal lm lesion exhibiting 90% stenosis. No damage noted to packaging or issues noted removing the device from the hoop / tray. The device was inspected and negative prep performed with no issues noted. During the procedure the lesion was pre-dilated. Resistance was encountered when advancing the device but no excessive force used. It was reported that the stent deformation occurred in vivo during positioning / advancement. A non mdt stent was used to complete the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.